Event description:
It was reported that a pocket infection occurred causing sepsis. The implantable pulse generator (ipg) system will be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# a2dr01 - the device was returned and analyzed and no anomalies were found. (B)(4).